Event description:
It was reported that a message was left that the implanted device had a power-on reset and "something is wrong." No data received that indicated a power-on reset had occurred. Patient needs to have device checked at doctor's office to verify. It was further reported that the patient had been unable to send a manual remote transmission. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.